Manufacturer narrative:
The device has not been returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was presenting a blinking video image. There was no patient harm or consequence reported as a result of this event.

Event description:
Additional information was received on 5april2021 noting the device would not be returned. The biomedical engineer was able to resolve the issue as it was related to the wiring. He went on to confirm no patient injury or interventions as a result of this event. However, no further information could be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR was completed. The findings noted from the review are not considered to be related to this event. The IFU contains the following statements: ¿make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿. The root cause could not be determined as the user report could not be reproduced due to no device being provided. However, it is believed that the image flickered temporarily due to the connector of the scope being connected with insufficient dryness. If the electrical junction of the connector is wet or contains foreign bodies, the connection may become unstable and lead to a flickering image. Olympus will continue to monitor the field performance of this device.